Manufacturer narrative:
Follow-up # 1 date of submission 08/08/2013- device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2013 with the following findings: during testing, the pump powered on and the display screen remained blank. The display was found to be cracked. A test screen was inserted and functioned appropriately. The pump passed a leak test and no moisture was observed. The keypad could not be tested due to the blank display. The keypad was removed and no issues were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. The patient stated that when he went to respond to an alarm, he noticed the screen was cracked and foggy. The screen was reportedly blank but sounds and vibration were functional. The patient stated he took the battery out to reboot the pump and the screen remained blank with functional sounds and vibration. The patient stated that the keypad buttons were unresponsive, however it is unclear at this time if there really was a keypad button issue since the screen was blank so the patient could not tell if the buttons were working or not. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.